Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during insertion, the screw head broke. The shaft stayed in situ and the head was thrown out by the customer. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.